Event description:
In 12/2003 sudden onset 30 seconds to 1 minute pt experienced 'black-out'/staring events preceded by a feeling of dizziness and total body warmth with diaphoresis. These events were similar to the pre-surgery events that lead to diagnosis of glioblastoma multiforme (gbm). Dilantin level was obtained and pt was loaded with 800 mg dilantin 12/2003. The next day pt experienced 8-9 episodes of feeling light headed and dizzy and warm where he felt he was going to 'black out'. Only 2 of the 9 events of the same day results in actual loc. MRI completed. Pt admitted for neurology consult, eeg, and medication adjustment for seizure control.